Manufacturer narrative:
Therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of seven for the same event, reference 1032347-2016-00380 through 00386.

Event description:
The patient reported the joint was explanted in (B)(6) 2015, the exact date and the reason for the revision are unknown at this time. The implants were replaced with a custom joint. The patient previously reported an exploratory surgery due to the implants squeaking, reference medwatch reports 1032347-2015-00171 and 1032347-2015-00172.